Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was experiencing high blood glucose since (B)(6). Customer stated, he has switched out the infusion set and reservoir five times. Troubleshooting was performed. Customer's current blood glucose was 202 mg/dl but also reported it was at 393 mg/dl. Customer's was feeling tired. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks and champaign bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer performed high pressure test the device passes. Customer stated, the cannula on the infusion sets were not bent or occluded. Customer was advised to change out the entire set: reservoir, infusion set, and insulin. No further information reported.